Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced an adverse event after undergoing a surgical procedure in which vascu-guard was used; further described as ¿the vascu-guard was clotting¿ (not further specified). No further detail was provided regarding the indication for the surgery and medical intervention for the event. It was reported that the patient was transferred to another facility (not further specified). The patient outcome was not reported. No additional information is available.